Event description:
It was reported that a cartridge alarm occurred on the pump. Due to the issue, the customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer attempted to address the high blood glucose by administering a correction bolus using the pump and successfully resolved the issue by replacing the cartridge. The customer was informed not to remove insulin from the cartridge in the future.